Manufacturer narrative:
Results: samples were not received for evaluation. The customer provided photos which confirmed the presence of a black ring on the syringe barrel. A complaint history check revealed no similar incidents for reported lot number 6252911. Conclusions: although the provided photos confirmed the customer's failure mode, without the actual sample to examine, a root cause for this incident could not be identified. (B)(4).

Event description:
The anesthesia department discovered that the black plunger from the 20 ml bd syringe with bd luer-lok¿ tip was leaving ring marks inside the syringe cylinder as it travels/stops.